Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sensor near the funnel of foley catheter was found to be damaged upon opening the package.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample were confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), three-way temp sensing silicone foley. Visual inspection of the sample noted that thermistor wire came out of the thermistor funnel. This was out of specification. A potential root cause for this failure mode could be ¿catheters are excessive pulled in cleaning". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. Corrections: d, f, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the sensor near the funnel of foley catheter was found to be damaged upon opening the package.